Manufacturer narrative:
Pump passed prime, displacement and basic occlusion test. Pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 6 mmol/l. Troubleshooting was able to resolve the issue. The device was returned for analysis.